Manufacturer narrative:
Further investigation of the patient sample was performed. It was determined that there was an interfering factor to f(ab¿)2 fragment of the assay antibody and to the ruthenium label of the tsh assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient had a sample collected on (B)(6) 2020 and on (B)(6) 2021. The tsh and ft4 results were reported outside the laboratory. The physician questioned the results and asked for re-measurement of the samples. The customer provided the samples for an investigation and the samples were tested on a cobas 8000 e 801 module, cobas e 411 immunoassay analyzer, and an abbott architect. Refer to the attachment on the medwatch for all the patient data. This MDR is for tsh v1 assay. Refer to the medwatch with patient identifier (B)(6) for tsh v2 assay and (B)(6) for ft4 iii assay.